Manufacturer narrative:
On 08 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: the additional fixation screw for he tibial insert broke flush with the tibial baseplate in a tka 2 months after primary operation. There is no information available as to the date of fracture of the screw. It is highly probable that the fracture took place during surgery, but no evidence is available. As the surgeon reported that during arthroscopy he was able to examine the surfaces of insert and femoral component, an found them undamaged, no further clinical consequence is to be expected. The consequence of the fracture was the additional arthroscopy the patient had to sustain. No consequence is to be expected for the remaining active life of the prosthesis with no fixation screw. Fracture of fixation screw is a very rare occurrence but it has been reported already; further extensive mechanical tests allowed to remove the additional screw as standard fixation device and consider it to be used only in particular cases, therefore such problems should not happen again in future with this device. On 19 april 2016 the r&d project manager performed a visual inspection of the retrieved screw and commented as follows: from visual inspection of the picture attached and the explanted screw it was noted that the screw had been broken at the interference with the tibial baseplate. The piece was broken in 2 parts in correspondence of the beginning of the threaded part. One broken part of the screw remained into the baseplate with no possibility to be removed. This kind of breakage is something already experienced and deeply analyzed in medacta. Further investigations to analyse the nature of the breakage and the contingent presence of internal defects of the pieces had been required in the past. In particular, to reject the possibility that the event was related to the implant, two tests had been performed: failure analysis of the fixing screw of the tibial prosthesis. Summary of the analysis: "the entire fracture surface is characterized by dimples, typical for a ductile fracture occurred for overloading. The failure of the screw is due to overloading happened because of the application of a torsional torque, during tightening. No defects, metallurgical or microstructural anomalies were detected, which could have been considered as stress riser or promoter of crack initiation and propagation. The microstructure of the screw is consistent with the declared alloy (ti-6al-4v). The cause of the failure cannot be related to the production process of the component." Tibial insert fixing screw - torsional mechanical test. Summary of the analysis: "the breakage torque is higher than 5nm. The maximum torque applicable to the screw with the standard screwdriver in accordance to the relative surgical technique is lower than the breakage torque." Conclusion: basing on the result of the test performed, we can state that the event is not implant related. The breakage of the screw was most likely due to the excessive tightening torque applied during fixation for a possible improper usage of the screwdriver. Using a screwdriver provided with a torque limitation would prevent to exceed the breaking point. This type of screwdriver is already available on demand. Batch review performed on 20 april 2016. (B)(4).

Event description:
Arthroscopic removal of the broken screw head of the tibial insert, two months after primary. The broken screw head was wedged between the distal internal femoral condyle and the insert, the patient can no longer mobilize his knee and after radiographic inspection, the surgeon scheduled surgery date. The removal of the screw head took place without problems and there is no plan to revise the implants since there was no substantial damage to the femoral component and the insert .